Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that, one week after implantation, an otitis media occurred in the implanted ear. The patient was treated with antibiotics and cortisone. The amplification with the audio processor was verified, and the device was found to be functional. The coupling on the round window could get verified as well. After one more week, the inflammation deteriorated, and the patient underwent surgery again. During that procedure, the vorp was explanted to avoid a spread of the inflammation towards the mastoid. The middle ear was cleaned and treatment with antibiotics and cortisone was continued. The analysis of a smear test showed that the reason for the inflammation was a fungus aspergillus, probably acquired during a trip in the (B)(6) jungles before implantation. The massive infection of the middle ear lead furthermore to a deaf inner ear.